Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted on (B)(6) 2009 concurrently with cystoscopy, hysteroscopy, d and c, thermchoice endometrial ablation and egd and colonoscopy due to abnormal uterine bleeding and stress incontinence. It was reported that following insertion the patient experienced abnormal bleeding, urinary frequency, bladder spasms, cystitis, dyspareunia, recurrent urinary incontinence, urinary tract infections and spotting. It was reported that on (B)(6) 2010 patient underwent open diagnostic laparoscopy and lysis of adhesions due to pelvic pain. On (B)(6) 2010 patient underwent exploratory laparotomy and repair of enterotomy and peritoneal lavage due to acute abdomen post diagnostic laparoscopy and on (B)(6) 2010 patient underwent incisional hernia repair with an additional mesh.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.